Event description:
Related manufacturer report number: 3006705815-2022-15394, 3006705815-2022-15395. It was reported that patient could not go into MRI mode due to high impedances on one lead. Surgical intervention was undertaken and the lead and ipg were explanted and replaced. It is unknown which lead has high impedances so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A patient unable to set implanted system to MRI mode due to high impedances was reported to abbott. The patient¿s lead and ipg were explanted and replaced. Therapy was restored. It is unknown which lead has high impedances so both are being reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.